Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. After a thorough investigation the software support team confirmed we do not see any login attempts. This suggests patient is not able to complete recaptcha. The most likely root cause is the phone device have a web content restriction enabled which is preventing recaptcha to render the images completely. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: I do not see any login attempts. This suggests patient is not able to complete recaptcha. Please have the patient follow the following recommendation steps:please try the following: 1. Check web content settings go to settings > screen time > content & privacy restrictions > content restrictions > web content set it to unrestricted access temporarily to test 2. Allow javascript in safari go to settings > safari > advanced make sure javascript is enabled 3. Disable content blockers go to settings > safari > extensions (or content blockers) turn off any ad or script blockers 4. Try in a different browser or app try opening the same site in safari or chrome 5. Clear safari cache go to settings > safari > clear history and website data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss communication between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.